Event description:
Allegedly revised due to a dislocation.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Dimensional inspection. Photographic images made. Complaint reviewed and analysis showed no trend. Device history record reviewed. Evidence that product in specification when used.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00209, 00211. This event occurred in (B)(6).